Event description:
On (B)(6) 2014, the lay user/patient in france contacted lifescan to report the one touch vita enhanced meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. After the use of the meter, the patient took her usual dose of insulin. The patient manages her diabetes with insulin taken on a sliding scale. Afterwards, the patient experienced the symptoms of heart palpitations and shaking. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct and the meter¿s battery did not need to be replaced. The issue was not resolved with troubleshooting. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.